Event description:
Event description guidant received information that during a follow-up visit, this lead had high impedance measurements and noise which appeared to have affected the device sensing as the device diverted into a noise mode. The lead was found to be functioning normally in unipolar configuration and was programmed to unipolar configuration. A lead fracture was suspected. The patient reported symptoms of being tired and out of breath however it was known if this was related to the lead.